Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20/jun/2024.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Patient additionally reported "still there", it is changing " little by little". The device remains implanted.